Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for unknown reason on (B)(6) 2021. It was reported that the customer blood glucose reading was unknown and was treated in the ambulance. The insulin pump will not be returned for analysis.